Event description:
Board-like mesentery, intra-abdominal calcification, anastomotic leak. Info was received from a physician via distributor in 2003 and 2004 regarding pt who was hospitalized in 2003 for a fever of 38 degrees celsius, vomiting, diarrhea, and gastric pain. An ivh catheter was placed 6 days later. The pt was diagnosed with a bowel obstruction due to cancer of the transverse colon and 8 days later underwent right hemicolectomy and enterostomy at the sub terminal ileum. After resection of half of the right colon and the enterostomy, the ends were anastomosed with vicryl thread and sewn by machine and hand. Two sheets of seprafilm were applied to the end of the "abscission part of [the] transverse colon," one from the back side and one from the ventral side. Half a sheet of seprafilm was used between the ileum "store and the ventral," and another half was attached just below the ventral, prior to abdominal closure. There was no seprafilm placed on the anastomosis. A penrose drain was placed in the pelvic cavity. The first layer was sutured with vicryl thread and the skin was sutured with silk yarn by hand. The whole operation took 3 hours. The pt lost 400 ml of blood and received a transfusion. The drain was removed (date not specified, except before the pt's adverse events developed.) In 2004, an ileotransversostomy was performed, which was reportedly difficult due to a board-like mesentery. Ten days later, after starting normal food, the pt developed a fever acutely. CT scan revealed intra-abdominal calcification and no anastomotic leak. The pt outcome was not available at the time of this report. The relationship between the adverse events and seprafilm was considered possible, per the reporter. With respect to medwatch section h6 evaluation codes: conclusions: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.